Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1 - no pressure change when expected) occurred with multiple cartridges during pumping. The customer's blood glucose (bg) level was 300 mg/dl. The bg level was addressed with a bolus, manual injection, and changing the infusion set. A new cartridge was successfully loaded to address the alarm.